Event description:
It was reported by the physician that the patient experienced vocal cord paralysis since their vns implant surgery. The patient was referred to an ent. No further relevant information has been received to date.